Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 375cc mentor memorygel breast implants, experienced feeling an implant being detached, feeling like edges on the chest wall and being able to physically feel it. The patient reported initially being diagnosed with left breast implant rupture and right side capsulectomy via consultation with several surgeons on (B)(6) 2020. On (B)(6) 2020, additional diagnosis of the patient confirmed bilateral capsular contractures; baker grade iii-IV, while confirmation of the left breast implant awaits recommended imaging tests. The patient was scheduled for bilateral implant explantation surgery on (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the implants were found not to be ruptured upon removal. Mentor also became aware that the patient underwent bilateral replacement with two allergan implants. Manufacturer¿s reference number: (B)(4).